Event description:
Plate was broken post operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that only a fragment of the broken part was send back. The plate cannot be identified. Therefore, we are not able to review the manufacturing and material documents. However, the broken surface is homogenous what indicates material conformity. The cross section surface shows no irregularities. As no detailed clinical information is available we can only assume that there was a technical complication during operation or healing process which caused the breakage. It is concluded that this complaint is invalid. (B)(4) device. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.